Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, on disconnected tissue, staples couldn't form properly. The staple line was also incomplete distally. The device replaced to complete the procedure. There was no patient injury.